Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited marker anomaly noted from a pause episode. No changes or interventions were reported as no further pause episodes recorded. There were no patient consequences.

Manufacturer narrative:
The reported event of pause episode and no "contact check" marker was confirmed. Review of device data provided indicated that the pause episode was caused by temporary loss of contact. The loss of contact discriminator was not turned on; hence, no marker was displayed, and the pause detection was not rejected.